Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: e1: reporter phone number: (B)(6).

Event description:
The customer reported a speaker malfunction. It is unknown if still sound coming from the device. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound at start up test because the speaker was defective. The reported problem was confirmed. The customer sent the mx40 patient wearable monitor to the philips bench repair. A replacement mx40 was sent to the customer to solve the issue.

Event description:
The customer reports that during the technical check of the mx40 patient wearable monitor does not make any noises during the technical inspection, neither when switching on, nor on the touch screen, nor during the alarms. The device was not in use at the time of the event, there was no adverse event reported.